Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 12th of october 2016 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event . During the investigation the fse had customer remove cover for the pump tray as noise was originating from that area. Customer noticed that the pump tray screw was not secured and allowed the tray to rattle when pumps vibrated. The customer tightened the screw and reinstalled the cover. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to loose screw on pump tray. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (b)(46 2016 the customer reported that the analyzer is making a loud noise that is coming from the lower right hand sides behind the fluid bucket. Customer indicated quality control are performing normally and within specification. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, bhcg and progii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.